Event description:
The manufacturer received the device for periodic maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of 0040.0600 and 0040.0630 for repair test was observed. The device's active exhalation control module was replaced to address the issue.